Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened, and procedure was completed by restarted the same system. A field service engineer (fse) checked system and confirmed that flex vision live image lost. Review of the system log file fse confirm that there are several signs that the exam room x-ray live image's video signal is blanked, and it appears that there may be an issue with the video cable. Upon troubleshooting fse found the cause for the issue was found as the cable failure which was connected to flex vision pc. To resolve the issue fse replaced the image transmitter and receiver between the unit (xray pc), image transmission cable, spare cable, dvi splitter module, extender, image distribution cables between the various image distributors and the large monitor control pc with live image cables. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. User restarted system to continue working the same azurion system. This scenario includes that the system is restarted normally. Since the system restart and procedure is completed on same azurion system. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flex vision live image lost. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.